Manufacturer narrative:
Ref number: (B)(4).

Event description:
According to the reporter, during an esophagectomy, the doctor was using the device to create pursestrings on the esophagus. When he was passing the needle of the device from one jaw to the other, the needle dislodged from the instrument. He used a laparoscopic hand instrument to retrieve the needle from the patients abdomen. They opened another device to finish the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. One of the blades on the tip of the jaw was noted to be bent outward. A pmv needle was loaded and was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent blade may be due to excessive manipulation of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.